Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 an email was received from a patient (pt) in (B)(6) who reported a burning sensation, swelling, pain and could not open the eyes while wearing the acuvue oasys for astigmatism brand contact lenses in the left eye (os). The pt removed and ¿washed¿ the suspect lenses, but the burning sensation continued. The pt went to the emergency room for evaluation and was diagnosed with a corneal ulcer (affected eye(s) not provided). On (B)(6) 2019 the pt's spouse called to report the pt experienced discomfort and irritation immediately upon inserting the lenses from a sealed blister package on (B)(6) 2019. The pt felt a burning sensation in os but continued to wear the suspect lenses. The pt also reported os pain and swelling. The spouse reported the pt went to the emergency room on (B)(6) 2019 and was diagnosed with corneal ulcer os. The pt was prescribed medication os q 4 hours (name of the medication was unknown). The spouse reported the pt is not in as much pain as before and the eyes are ok. The pt had a follow-up visit within 7 days of the initial visit but is unsure of the visit date. The pt has a 1 - 2 month replacement schedule and uses renu solution to clean and disinfect the lenses. The spouse reported the medical statement from the treating eye care provider (ecp) was submitted to the pt¿s place of work, so it is not available. The event date was reported as (B)(6) 2019. On (B)(6) 2019 a call was placed to the pts spouse who reported the pt was prescribed optive and zymar, initially every 4 hours, then every 6 hours. The spouse reported the pts eyes are better and is wearing glasses. The spouse is unable to obtain additional information from the pt. Multiple calls were placed to the pts treating hospital and additional medical information was requested. No additional medical information was provided. The suspect os lens was discarded. This report is for the os event. A separate report will be filed for the right eye (od) event. Acuvue® oasys® for astigmatism; lot # b00pgch for the pts os: a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00pgch was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.